Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received a voluntary medwatch (mw-5149192) in which the patient alleges device not turning off and patient does not give a comfortable feeling. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.